Event description:
Complainant alleged that during functional testing, the device displayed "error 8 (defib charge fail)" and " error 5 (defib vcap differential)" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a faulty resistor on the main printed circuit board. The main printed circuit board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.